Event description:
It was reported the unit emitted fire. Co inspection revealed a 1/2" x 1 1/2" burn hole through both sides of the pad caused by thermostat connection arcing. No deaths or injuries were reported.